Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected samples from a patient with no symptoms of covid-19. Sample-1 was collected and tested (B)(6) 2020 using xpert xpress sars-cov-2, resulting in sars-cov-2 positive (reported to physician). Sample-2 was collected and tested (B)(6) 2020 using bd max, resulting in sars-cov-2 negative (reported to physician). Review of data provided by the customer showed no evidence of product malfunction and there was no reported patient harm.

Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected samples from a patient with no symptoms of covid-19. Sample-1 was collected and tested (B)(6) 2020 using xpert xpress sars-cov-2, resulting in sars-cov-2 positive (reported to physician). Sample-2 was collected and tested (B)(6) 2020 using bd max, resulting in sars-cov-2 negative (reported to physician). Cepheid patient safety board deemed testing on patient that is not suspected of covid-19 to be off-label. Review of data provided by the customer showed normal amplification curves. Root cause is due to target near lod. There is no evidence of product malfunction and there was no reported patient harm. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of xpert xpress sars-cov-2 eua IFU; positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.